Event description:
Procedure: sigmoid resection. According to the reporter: staples did not form properly. An enlarged colon resection with more than 5cm was reported to continue the surgery. The surgery was delayed for more than 30min. Surgery was completed laparoscopically using the new device.

Manufacturer narrative:
.